Event description:
Following gastric bypass procedure with implantation of the device, pt presented with inflammation and gastric leak (dates unk). Pt experienced a six-month hospitalization with two surgical revisions. Pt status: unk.